Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was not able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received constant no motor movement alarm during rewind due to corroded motor home switch.